Event description:
During a routine shift check of the device by a clinician, the unit powered on but the display screen would not illuminate. The complainant indicated that there was no patient involvement in the reported malfunction.